Manufacturer narrative:
(B)(4). The complainant indicated that the device has been serviced on site and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the one of three devices that were used in the same procedure. Refer to manufacturer report number MFR. Report for the auriga xl 4007 console and MFR report #3005099803-2021-04472 for the first lighttrail single use laser fiber and MFR report #3005099803-2021-04507 for the second lighttrail single use laser fiber. It was reported to boston scientific corporation on (B)(6) 2021 that an auriga xl 4007 console and two lighttrail single use laser fibers were used in a procedure performed on (B)(6) 2021. During the procedure, the first lighttrail single use laser fiber was attached to the auriga xl 4007 console before start up of the laser, and upon start up the auriga console alerted error 1107 - fiber identification failed. Another lighttrail single use laser fiber was opened and attempted to be used but the same issue occurred. It was noted that the auriga console was not rebooted between the first and second fiber. The procedure was not completed due to this event and was rescheduled to another day. There were no patient complications reported as a result of this event.